Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned with a cracked display screen and the pump powered on with a blank display screen. A test screen was used with the pump and was fully functional with no signs of fading or discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was blank after being stepped on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.